Event description:
Revision surgery- the pt fell and broke the posterior stabilized insert.

Manufacturer narrative:
On (B)(4) 2012 an agent informed djo surgical of a product complaint involving a insert, constrained, p.s., size 6 17mm. A primary surgery was performed on (B)(4) 2008 and the revision on (B)(4) 2012. The posterior post was reported to have broken due to trauma after 3 years 11 months of patient use. There was no information in this complaint about any patient injuries, activities, or medical contraindications that may have contributed to the tibial insert post fracture. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The root cause for this revision surgery could not be determined with confidence since the devices were not returned for evaluation. There are no indications of a product or process issue affecting implant safety or effectiveness.